Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient called tech services due to a high drain volume. A follow up call was made to the patient's peritoneal dialysis nurse who reported there was no patient injury and the patient remained asymptomatic. Drain 0- 771, fill 1- 1503 drain 1- (B)(4), fill 2- 1206 drain 2- (B)(4). The reported drain volume of (B)(4) is (B)(4) over the expected drain volume and the reported drain volume of (B)(4) is (B)(4) over the expected drain volume resulting in a reportable device malfunction.

Manufacturer narrative:
External visual inspection: there were indications of dried fluid within the cassette compartment. There are no burrs or sharps inside the cassette door that may have punctured a cassette membrane. The heater tray/scale was not obstructed. Two simulated treatments were performed and completed without any alarms or problems occurring. There were no fluid leaks in the test cassettes during the treatment tests. A simulated treatment was performed in which the amount of fluid delivered to a pseudo-patient bag during each fill phase was weighed. The weighed fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase were determined to be within expected tolerance for the liberty cycler. The simulated treatment was performed and completed without any problem occurring. The valve actuation test passed, the system air leak test and the patient sensor calibration check passed. The load cell value and verification was within tolerance. The internal inspection showed that there was dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. The cycler passed the mushroom head checks. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.